Manufacturer narrative:
No service on the ventilator has been requested by the hospital. No information has been received regarding any parts replacement. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator was set to a volume control mode and that alarms for expiratory minute volume low and airway pressure high were generated. In volume control mode the airway pressure is dependent on the tidal volume, inspiration time and the resistance and compliance of the respiratory system. The set tidal volume will always be delivered up to set airway pressure limit. The ventilator shortly switch to volume control alarms for airway pressure high since the airway pressure exceeds set upper airway pressure limit. Since the end expiratory pressure is constant during the period the expiratory minute volume decreases, it shows that the ventilator is trying to deliver gas with set parameters. The alarms for airway pressure high in volume control mode further indicates the efforts of the ventilator to deliver the set tidal volume. Successful pre-use check was performed prior to use. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The difficulties may either be related to not optimal parameter settings of the device for the actual patient condition or an increased expiratory resistance. Our conclusion based on evaluation of the logs is that there was no ventilator malfunction at the time of the event. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not measure any tidal or minute volumes. There was no patient harm. Manufacturer's ref #: 904315.